Event description:
It was reported to philips that the system's wireless pedal could not establish a connection, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.